Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Additional information regarding this event has been requested from the hospital. If new information is obtained, a supplemental report will be submitted accordingly. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards annuloplasty ring underwent a valve-in-ring procedure due to tricuspid regurgitation. Implant duration of the ring was approximately four (4) months. A ttvr was performed with an edwards transcatheter valve. The patient remained stable through the entire procedure. A plug had to be placed to treat perivalvular leak after valve placement.

Manufacturer narrative:
Based on the information received, the cause remains indeterminable; however, patient factors may have contributed to the event.

Event description:
There were no complications. Patient has been discharged.